Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to instability (left). Revision njr number: (B)(4). Primary asa: p2-mild disease not incapacitating. Products not revised: evolution® mp fem cs/cr non-por primary sz. 5 left, efsrn5pl, lot: 1631415. Evolution® mp keeled tibia base size 5 left primary cemented, etpkn5sl, lot: 1608823.